Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical lvad assistant that the patient was admitted due to elevated hemolytic makers. A decision was made to exchange the patient's pump from one lvad to another lvad due to pump thrombosis.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The report of hemolysis and suspected pump thrombus was confirmed based on the evaluation of the lvad; however, a correlation between the device and the reported right heart failure could not be determined through this evaluation. A large thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The thrombus ring was denatured and showed evidence of laminated layering, indicating that it developed in this location over an undetermined amount of time while the pump was operating. In addition, slight deposition was present around the inlet bearing cup. The structure and color of the deposition was similar to the portion of the thrombus ring near the proximal end of the inlet bearing ball, suggesting that it was likely part of this larger thrombus prior to the disassembly process. Although a specific root cause for the observed thrombus formation could not be determined through this evaluation, it was obstructing a large portion of the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided indicating that the patient was exchanged due to increased rhf, increased ldh, and cardiogenic shock assumed to be caused by pump thrombus. Post exchange patient has been doing very well. There was visible thrombus noted in the pump at the time of the event. Additional information was received from the (B)(4) registry stating: hemolysis and pump thrombosis.